Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed that the meter was testing in memory mode on (B)(6) 2015 at 8:00 am. The patient manages her diabetes with insulin (self-adjuster). She reported that on (B)(6) 2015 at 9:00 am, she consumed more food/drink. She alleged that 40 minutes later she became ¿thirsty.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.